Event description:
It was reported by the sales rep that they were unable to get a pressure bump while delivering retrograde cardioplegia through the endoplege coronary sinus catheter. They were flowing at 170 with a line pressure of 250, which would indicate we were in the cs. It was noted at the end of the case that there was a pinhole in the balloon as some blood was aspirated back into the catheter. The surgeon relied on antegrade cardioplegia for myocardial protection only as they were unsure of what was going on despite numerous troubleshooting attempts. No patient harm was noted.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found at second depth marker bands on the catheter. An attempt was made to inflate the balloon with 2 cc of water. A small pin hole was found on the balloon when injected with 2 cc of water and the balloon was found to be leaking. Since the root cause of the reported defect could not be confirmed and this is an isolated incident, no corrective action is determined necessary at this time. The pin hole in the balloon was confirmed. It is however not known what caused the pin hole in the balloon. Since the eccentricity was not noticed during prep it can be assumed that the balloon became eccentric during the placement process. There are several factors that can lead to the inability to occlude the coronary sinus including the size of the coronary sinus and the placement of the balloon. However, there are no indications that the customer did not follow the proper placement techniques. The manufacturing of the ep cannula at the contract manufacturer has been discontinued. This device has been replaced by the next generation device. There were no nonconformities associated with the manufacturing of this lot. This complaint could not be traced to a manufacturing or design related issue, therefore, a product risk assessment or CAPA will not be initiated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.